Manufacturer narrative:
Investigation found a hole on the unexposed portion of the soft cannula. It was unable to be determined when or how this hole was caused. Fluid was observed to be leaking internally through the hole in the soft cannula. Corrosion was found on the pcb and battery stacks. No data was able to be retrieved from the device.

Event description:
It was reported that a patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours (abdomen). As treatment, a manual injection of insulin was delivered.